Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 515 mg/dl with large ketones not identified as dangerous by healthcare provider. Cause was not known. A manual dose injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.